Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent that the proximal struts were severely damaged; distorted, overlapping and pulled in a distal direction towards the center of the stent. The distal end of the stent moved on the balloon with the first distal strut pulled over the distal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non totally occluded, 34mm in length, 30mm in diameter, de novo target lesion was located in the non tortuous and severely calcified left anterior descending artery. After pre-dilation was performed using a 1.5x8 balloon catheter, a 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with 2.75 promus element stent. No patient complications were reported. However, returned device analysis revealed stent damage and stent movement on balloon.